Event description:
Procedure performed: unknown. Reportedly, the device deteriorated without reason, immediately after the catheter came out of the vessel, the balloon disassociated from the catheter and remained stuck in the patient's vessel (left arm). Risk of migration. Additional information received via email on 29oct2018 from bard: your questions have been transferred to the customer. The device will be returned for analysis. No other information as been provided at this time. Additional information received via email on 20nov2018 from bard: during a procedure of humeral disobstruction and radial & ulnar arteries: the embolectomy catheter blocked in the radial atera without being able to deflate or remove it. The balloon was detached and blocked in radial lartere. I had to make an elective shot of the radial artery to remove it at retro. The catheter had not touched any sharp object. No difficulty in insertion. It seems that the end of the catheter folds on itself during the progression and by inflating the balloon, it blocks preventing the withdrawal or aspiration of the contents of the balloon. Patient status: unknown, asked and no status provided. Type of intervention: I had to make an elective shot of the radial artery to remove it at retro.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering confirmed the complainant's experience of device breakage. The balloon was ruptured and the spring was elongated. Based on the condition of the returned unit, it is likely that the reported event was caused by excessive force applied to the catheter during use. The instructions for use (IFU) states "do not exceed maximum pull force specifications as balloon rupture and catheter separation may result." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: unknown. Reportedly, the device deteriorated without reason, immediately after the catheter came out of the vessel, the balloon disassociated from the catheter and remained stuck in the patient's vessel (left arm). Risk of migration. Additional information received via email on 29oct2018 from bard: your questions have been transferred to the customer. The device will be returned for analysis. No other information as been provided at this time. Patient status: unknown, asked and no status provided. Type of intervention: unknown.